Manufacturer narrative:
Device not returned, follow up with rep.

Event description:
It was reported that a post market clinical study pt with prostate cancer underwent a kyphoplasty procedure on levels t12, l1 and l4. One day postoperatively, an x-ray showed cement extravasation superiorly to levels t12 and l1 and mild scoliosis. There were no pt complications. No additional info was reported.